Manufacturer narrative:
Event site telephone: (B)(4). Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cs100 intra-aortic balloon pump(iabp) alarmed with electrical test failure code 50 upon startup. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) replaced hydr cmpnt pump assy dc knf (d102-00-0001). After replacing the part, all functions and parameters of the testing equipment were normal, and it was delivered to the customer for use.